Event description:
Complainant alleged that medics responded to a call for patient (age and gender unknown) with cardiac and respiratory arrest. The medics were unable to obtain a pulse from the patient. The medics attached the device to the patient and attempted to analyze the heart rhythm, however the device read a lot of artifact from the ECG signal and displayed an "analysis halted" message. The medics again attempted to analyze the patient's heart rhythm and were able to deliver one shock of 200 joules, a second shock of 300 joules, then third and fourth shocks of 360 joules. After obtaining a pulse from the patinet, the medics tranported the patient to the nearest medical facility. The patient subsequently expired, however the complaint indicated that it was not due to the reported malfunction.